Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz0703 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0703) have been reported from the same china facility.

Event description:
It was reported by nurse that the PICC catheter placement was conducted for the patient at 9:00 am on (B)(6) 2018 smoothly. However, the phenomenon of liquid medicine not dripping occurred during infusion with the catheter at 15:00 pm on (B)(6) 2018. It was found through inspection that blood could be drawn with the catheter. Liquid infusion could be conducted normally after the clinician removed out the connector and replaced it with a new one. It was stated that it was considered that the condition may result from blocked connector.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of reduced flow through the catheter was confirmed, and it appeared that the device was affected during use. One 4fr s/l groshong nxt connector was received with a short segment of groshong 4fr s/l tubing. The connector was attached to the catheter segment and the tubing extended to the distal tip of the strain relief oversleeve. The distal segment of catheter was not returned for investigation. It was reported that the connector was replaced with a new one. The printing on the extension leg was worn. The wings were slightly discolored yellow. Residue was observed on the external surface of the gray plastic connector. Infusion through the connector and catheter segment was sluggish. After infusion, the connector was disassembled and the distal connector was bisected longitudinally. It appeared that the catheter was assembled correctly. What appeared to be blood residue and use residue were observed on the metal cannula, connector, and catheter. The metal cannula was within specification. Since the sluggish infusion was observed 6 days after placement and evidence of use was observed on the returned sample, it appeared that the device was damaged during use. A lot history review (lhr) of reaz0703 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0703) have been reported from the same (B)(6) facility.

Event description:
It was reported by nurse that the PICC catheter placement was conducted for the patient at 9:00 am on (B)(6) 2018 smoothly. However, the phenomenon of liquid medicine not dripping occurred during infusion with the catheter at 15:00 pm on (B)(6) 2018. It was found through inspection that blood could be drawn with the catheter. Liquid infusion could be conducted normally after the clinician removed out the connector and replaced it with a new one. It was stated that it was considered that the condition may result from blocked connector.